Manufacturer narrative:
The technical service specialist (tss) inspected the instrument and resolved the issue by performing preventative maintenance procedures. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the architect c16000 processing module serial number (B)(6) was considered the likely cause. Review of all the information provided by the customer was reviewed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the complaint issue. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide results generated on the architect c16000 processing module for one sample. The following example results were provided: (customer provided normal range was 20 to 28 mmol/l). Sid (B)(6) initial result was 12 mmol/l, repeat results were 22 mmol/l and 20 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide results generated on the architect c16000 processing module for one sample. The following example results were provided: (customer provided normal range was 20 to 28 mmol/l) sid (B)(6)initial result was 12 mmol/l, repeat results were 22 mmol/l and 20 mmol/l no impact to patient management was reported.